Event description:
Small piece of metal in mouth...piece came off from the inside of the brush and came out of the back side - oral-b [device breakage] . Stopped rotating properly - oral-b [device physical property issue]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head stopped rotating properly on the oral-b toothbrush. Then they found a small piece of metal in their mouth that apparently came off from the back inside of the oral-b toothbrush. No injury was reported. 16-jun-2023 follow up via digital survey: the consumer was a 30-year-old male. He did not see a healthcare provider. No injury was reported. 16-jun-2023 follow up via e-mail and image: the consumer reported that he used the products to brush his teeth, normally in the mornings and evenings. The suspect product lot was 99372244. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Small piece of metal in mouth...piece came off from the inside of the brush and came out of the back side - oral-b [device breakage]. Stopped rotating properly - oral-b [device physical property issue]. Product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via e-mail stated that their oral-b toothbrush head stopped rotating properly on the oral-b toothbrush. Then they found a small piece of metal in their mouth that apparently came off from the back inside of the oral-b toothbrush. No injury was reported. 16-jun-2023 follow up via digital survey: the consumer was a 30-year-old male. He did not see a healthcare provider. No injury was reported. 16-jun-2023 follow up via e-mail and image: the consumer reported that he used the products to brush his teeth, normally in the mornings and evenings. The suspect product lot was 99372244. No injury was reported. 03-aug-2023 case update: the suspect product lot was c636. No injury was reported. 14-sep-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
14-sep-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.